Event description:
The customer reported that he was not able to set up the reservoir of the pump due to clips were broken. Customer stated that he was unable to rewind the pump. He stated that the pump was not working for one to two weeks. Troubleshooting was done. Advised customer that the insulin pump would be replaced. Customer's blood glucose was unknown. No further information provided.

Manufacturer narrative:
Findings: pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection, no display anomaly noted during testing. Pump rewinds properly and allowed me to do a reservoir set up. Am 08/04/2014 gm 8/5/2014.